Event description:
The MFR's rep reported that the pt has been experiencing escalation of pain over the past 3-4 wks requiring emergency room visits and has been reported to be "suicidal". The pump contains dilaudid, 10 mg/ml; daily dose in unk. At refill a volume discrepancy was noted; expected volume was 4.6 mls; actual volume was 16.5 mls. At a refill, it was reported that the hcp had attempted unsuccessfully to access the reservoir using the wrong template. A dye study was performed. The hcp attempted to aspirate, but when he was unable to, he "purged the catheter with contrast". An "aggressive hairpin kink" was visible approx 1-2 inches from the pump connector, but the catheter has not been revised to date. Following the study, a 0.5 mg single bolus was programmed to prime the catheter. The reporter indicated that they stayed with the pt for several hrs after the study to observe for overdose symptom which did not occur. A roller sudy has not been performed. However, the hcp suspects that the pump is malfunctioning. The hcp would like device analysis performed by another independent company. The drug has not been analyzed. The spouse is anxious for resolution of the issue. The hcp reported that a volume discrepancy was noted a second time on 10/2006. The pump is scheduled for replacement. Final pt outcome is unk. Same report as MFR's # 6000030-2006-02036.